Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate sense channel, which was sensed and resulted in the delivery of inappropriate therapy. The nature of the inappropriate therapy (pacing inhibition versus inappropriate shocks) were not provided, and multiple attempts to obtain this information have been unsuccessful. However, to date, there have been no reported patient symptoms associated with this clinical observation.